Manufacturer narrative:
H3: pre-check analysis confirmed that the drill body is free from mechanical damage. The color is unchanged. The cord is free from significant kinks and deformations. The plug is slightly deformed. It fits fully into the socket. The chuck tip is deformed. There are signs of contact with the drill bit. The front chuck bearing is missing. The drill bit locking mechanism is functional. The drill bit is inserted into the chuck and locks into place. The drill operates when turned on. There are no extraneous noises in the chuck. There are no coolant leaks from the motor housing. - the indicator labels are present on the plug. The drill is recognized correctly when connected to the console. The front and middle chuck bearings heat up to over 130°f for 1 minute! This is caused by worn bearings. When turned on at 80,000 rpm, the drill bit vibrates. There is excessive vibration. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during set up, handpiece had vibration issue. There was no patient impact. During analysis handpiece found to be overheating